Event description:
Consumer indicated, she removed a tampon and a day and half later, she found a remaining tampon piece.

Manufacturer narrative:
Device history record in review. Info from this incident will be included in our product complaint and MDR trend analysis. Consumer had not returned unused product for eval at the time of this report.